Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro tissue welder started smoking upon plugging into the extension cable. A replacement unit was used to complete the procedure. The hospital did not report any pt effects. The product was returned. When the device was received, a note was inside the box reporting that when the device started smoking, it became too hot to touch. They disconnected the device and were able to take out the scope, which was cool to the touch.

Manufacturer narrative:
The device was returned to cardiac surgery on (B)(4), 2010, for investigation. This issue is being investigated through the maquet CAPA process. A supplemental report will be submitted when the investigation is completed. (B)(4).